Manufacturer narrative:
No investigation could be performed as the article does not provide any specific information regarding the procedure dates or da vinci system identifiers. There is no report any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: ferrari, d., violante, t., addison, p. Et al. Robotic resection of presacral tumors. Tech coloproctol 28, 49 (2024). Https://doi.org/10.1007/s10151-024-02922-6. Section a: patient information - no specific patient demographics were provided for this patient. The median age (i.e. 51 years) and the gender (i.e. Female) of the majority of the study patients was entered. Section b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used.

Event description:
A literature article described a retrospective study that included sixteen patients (11 females and 5 males) who underwent a robotic excision of a presacral tumor between 2015 and 2023. The aim of the study was to evaluate the safety and efficacy of robotic resection of presacral tumors. The median estimated blood loss associated with the surgical procedures was 40 ml, with a range from 0 to 1800 ml. All the procedures were completed, except for one procedure which was converted to open surgery after an uncontrolled hemorrhage from the middle sacral vessels. The bleeding required intraoperative transfusion. Three patients experienced urinary retention postoperatively, and was solved within 30 days in all cases. Intuitive surgical, inc. (Isi) followed up with the author who confirmed that there were no device malfunctions in any of the procedures mentioned in the article.